Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for chronic low back pain. It was reported that patient wanted device taken out because their device is not working and wanted to know where to start. Patient was advised to talk with hcp regarding this. Upon further clarification, patient stated that it has been a long time where the device had not worked, it worked at first and hit a nerve and then every time used it, hurt real bad so patient quit using the stimulation. Caller did not know the date of when it hit a nerve and was not sure how this happened. Patient stated that they were not complaining and just wanted the device out. No further complications were reported/anticipated.